Manufacturer narrative:
The subject scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, poor image quality due to a defective out tube unit. The 5.4-millimeter 0 degree rigid out tube was found bent and dented. Additionally, the distal end fibers are damaged, there is debris under the objective cover glass, the light guide cover glass is broken/cracked (no moisture, and the video connector is cracked on the sides. A review of the repair history shows the scope was last serviced via repair on june 19, 2019. The device had an image problem due to cracked lens and a bent rigid outer tube. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus was informed by the sterile processing technician at the user facility that the customer endoeye high-definition ii, autoclavable video telescope has an image defect, ¿green lines appear on the picture, monitor¿. The customer reported problem was found during a procedure. The procedure was completed using another similar scope. No death, injury or harm was reported to olympus.